Event description:
Report received from a physician in 08/04 regarding a pt with no history of automimmune disease, who received injections of hylaform (date and location not provided). In 06/04, the pt experienced oedema and their skin was red. The pt was treated with corticosteroids and antibiotics (no other info provided). At the time of the report, the pt's condition was not known. The event was reported as probably related to the use of hylaform.